Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 03 years since the subject device was manufactured. The field service engineer (fse) went on-site to check the device but found out it was working fine. As per the customer, the device is working properly and will not be returned to olympus for inspection this time. Based on the results of the investigation, a definite root cause that led to the malfunction could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the video system center exhibited the front panel display disappeared once.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center had an issue with turning on. The issue occurred during maintenance. There were no reports of patient involvement.